Event description:
The patient stated that she was hospitalized with a blood glucose of 600 mg/dl, vomiting and bloating. The patient stated that she had just received a replacement insulin pump two days prior to the event. The patient and doctor both felt that the replacement unit may have been defective. The doctor told the patient to call to have it replaced. The patient declined troubleshooting, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.